Event description:
Attorney's report of patient's alleged "complications from hernia repair surgery" and "on going problems associated with the patch" requiring surgery, pain, discharge and infection at the incision site, mesh explant surgery and death. Reported details: 2005- patient underwent surgery to repair of abdominal hernia. In 2005- 2006- unspecified treatment for complications from the hernia repair. In the same month in 2006- surgery to attempt to correct unspecified ongoing problems with problems associated with the hernia repair/patch. In 2006-2007 patient treated for chronic pain and discharge coming from an infection in the area of the hernia repair/patch. In 2007- patient admitted to hospital. Mesh explanted during this time (date unspecified). The same year- patient admitted twice into the hospital for severe infection. Patient died.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned or request for additional information has not been responded to. No conclusion can be drawn at this time. Additional information included patient information, product information (including part and lot number), copies of medical information/records and death certificate/autopsy report. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.